Manufacturer narrative:
Device was used for treatment, not diagnosis. Date returned to manufacturer. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the guide wire was inserted without any problem into the femoral head, but it required repositioning, so the surgeon removed the guide wire and tried again, but the guide wire interfered with the nail. The surgeon confirmed device assembly, cleared soft issue and tried several times, but the interference was not resolves. The guide wire was inserted into the first position as a result. This complaint involves three devices. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the investigation shows that the pn#03.010.407 is manufactured according to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.